Manufacturer narrative:
The initial medical device report was submitted (2938836-2013-01218). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that during a follow up, it was observed that the device had premature battery depletion. The device was explanted and replaced.